Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The inspection revealed that both pressure transducer printed circuit boards (pcb:s) and the expiratory channel pcb were faulty. The reported issue was solved by replacing the faulty pcbs. After the replacements, the software version was updated and the pre-use check passed successfully. The expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion is that the root cause to the reported pre-use check failures were defective pcbs, however no logs were received and the faulty parts were kept by the customer and have not been returned for further investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).